Manufacturer narrative:
Device evaluated by MFR.: promus premier mr, ous, 2.75x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 225mm distal to distal end of strain relief. There were also multiple kinks found along the hypotube. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral and radial arteries. The 90% stenosed, 26-28mm in length, concentric, de novo target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous, moderately calcified and 2.75-3.00mm in diameter left circumflex artery (lcx). Following pre-dilatation, a 28x 2.75mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the shaft broke at 15 cm from the hub close to the y-valve which was unhooked. The device was completely removed from the body without any resistance. The procedure was completed with a different device. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral and radial arteries. The 90% stenosed, 26-28mm in length, concentric, de novo target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous, moderately calcified and 2.75-3.00mm in diameter left circumflex artery (lcx). Following pre-dilatation, a 28x 2.75mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the shaft broke at 15 cm from the hub close to the y-valve which was unhooked. The device was completely removed from the body without any resistance. The procedure was completed with a different device. No complications were reported and the patient's status was stable.